Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Later review of manufacturers database revealed the patient died. Follow up with clinic revealed the death certificate listed cause of death as respiratory arrest and severe copd.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2010. Information was subsequently received on (B)(6) 2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Analysis summary - preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Later review of manufacturers database revealed the patient died. The cause of death has been requested and not received.

Manufacturer narrative:
Asku